Event description:
Patient called in 2002 alleging that one of their one touch profile meters was giving inaccurate high readings. Patient stated when the meter read in the 500 range, patient had nausea and blurred vision. Patient was hospitalized and treated with IV glucose. Patient was admitted twice at the hospital. Patient reported that one time their meter was reading in the 100 range, and patient started vomiting and then went to ER. At the hospital, patient's reading was in the 400 range. Patient was there for 2 days. The 2nd incident, patient was unconscious at the mall. Patient was administered with IV. Patient tested at 220 before leaving and with the ambulance's meter, patient's reading was 12. Unable to contact the customer to obtain more information.